Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. A request was made for technical services to review the device data and provide a replacement window. Technical services confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted that therapy delivery was currently unaffected. If more time was needed, a new replacement window could be requested in february. No adverse patient effects were reported. The device remains implanted and in service. The physician was informed about technical service's recommendations and a replacement procedure was scheduled for (B)(6) 2024. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. A request was made for technical services to review the device data and provide a replacement window. Technical services confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted that therapy delivery was currently unaffected. If more time was needed, a new replacement window could be requested in february. No adverse patient effects were reported. The device remains implanted and in service. The physician was informed about technical service's recommendations and a replacement procedure was scheduled for (B)(6) 2024. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert in the remote monitoring system. A request was made for technical services to review the device data and provide a replacement window. Technical services confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted that therapy delivery was currently unaffected. If more time was needed, a new replacement window could be requested in february. No adverse patient effects were reported. The device remains implanted and in service. The physician was informed about technical service's recommendations and a replacement procedure was scheduled for (B)(6) 2024.